Manufacturer narrative:
Relevant additional information has been received for this event. This information is being provided in this supplemental report. The initial reporter job title is clinical engineering tech ii. This event occurred on (B)(6) 2020, during the morning set up for the day prior to any procedures. There was no delay. The device was switched out with another. The intended procedure was completed. No other devices were involved in this event. The device was inspected. There were no abnormalities or damage observed; there was no visual damage. There was no residue on the button making the button stick. When the attempt was made to turn the device on, the power button did not engage the power switch mechanism. This was attributed to normal wear and tear. The device could only be powered on if the bottom was physically held against the power switch. The staff are experienced in using this device.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. As reported for this event the device power button switch was stuck and did not turn on. Upon inspection, the switch was found to be broken. Root cause for this issue cannot be conclusively determined. However, the likely cause is the switch was broken by long term usage. To increase the resistance to damage, a design change was implemented in the power switch button design of this device. This implementation have been executed in devices shipped from november 26, 2013, onwards. This device was manufactured in jun of 2013. The instructions for use includes the following statements: failure of power supply switch. Before each procedure, inspect the light source as instructed below. Should any irregularity be observed, do not use the light source and see chapter 8, troubleshooting. If the light source with any irregularity is used, the light source may malfunction or be damaged, and an electric shock and/or burns can result high brightness mode due to slide switch malfunction not functioning never apply excessive force to connectors. · this could damage the connectors. Use of lamps not specified by olympus. Never install a lamp that has not been approved by olympus. The use of a non approved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire . If combinations of equipment other than those shown below are used, the full responsibility is assumed by the medical treatment facility.

Manufacturer narrative:
There is no additional information for this event as yet. Event date is not known. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. The manufacture date is not known. The user¿s complaint was confirmed. Upon inspection, the switch was found to be broken. The scope socket slider switch is causing intermittent use of high intensity mode. The device lamp is non-olympus with 121 hours.

Event description:
As reported for this event, the device switch was stuck and did not turn on. No patient involvement reported.